Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury. Investigation results: visual investigation: products are available for investigation in a decontaminated condition. Vigilance investigator carried out the pictorial documentation visually and microscopically. Both kerrison punches show clear signs of friction on their t-bar. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Without the product we cannot determine a root cause at this moment. Based on the information received, the device is probably maintenance at a third party service. For this reason, we can no longer guarantee a proper function of the device. For further investigation we need the device for investigation.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a kerrison noir. According to the complaint description the device locked up during use. The surgeon was using the kerrison the way they are auppose to be used and it just lock up. It was impossible to even squeeze the handle to bite bone. This event caused a significant surgery delay. Additional information was not provided. The adverse event is filed under aag reference (B)(4).